Event description:
It was reported that patient didn't think the implantable neurostimulator (ins) was working correctly. The patient mentioned that the ins worked when it was first implanted, but then for some reason they stopped feeling stimulation. The patient thought the electrodes might be in the wrong place because one electrode made their leg jump, and they didn't feel anything from the other electrodes. The patient mentioned that they were told the electrodes were in the right place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.